Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(6) reason for original complaint. Litigation papers allege: pain and discomfort that interferes with her ability to perform activities of daily living as she otherwise normally would. Patient residence: (B)(6). **update** 12/26/2011: plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation. Update: please transfer wpc-284-2012 update 01/26/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the surgery notes reported a large amount of corrosion debris surrounding the neck that was black in nature and was also present on the trunnion itself. There was also necrotic tissue that was consistent with metal reaction. Competitor cup/liner were placed during the revision surgery. Adding sleeve due to pain and adding stem due to corrosion. The complaint was updated on: 02/13/2017

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.